Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient felt discomfort fragments of the seal biopsy valve was found inside the patient's stomach. The fragmented pieces were removed using biopsy forceps. The procedure was completed with the original seal biopsy valve. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device problem code 1261 captures the reportable event of device material fragmentation. Block h10: one seal biopsy valve was returned for analysis. A visual analysis of the returned device found that the small round section of the valve was detached and the exposed edges of the detached part was most likely ripped. No other issues noted. Based on the available information, it is likely that operational factors, such as device handling caused or contributed to the complaint. Therefore, the most probable cause of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient felt discomfort, fragments of the seal biopsy valve was found inside the patient's stomach. The fragmented pieces were removed using biopsy forceps. The procedure was completed with the original seal biopsy valve. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.